Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was confirmed. The unit was tested under water using air pressure and the reported issue of leakage were confirmed at the y junction. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a control-a-flo set that was leaking during patient-use. However, the nurse could not discover where the leak point was on each product. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.this is report 2 of 4 of the same reported problem from this facility.